Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: the event of "nodule/ late inflammation reaction¿ is a known potential adverse event addressed in the product labeling. The event of "dental infection," not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® voluma¿ in ck3. 36 days later, patient presented with "nodule/ late inflammation reaction. Some hematoma post-treatment. Dental infection (not device related)." Patient was treated with augmentine 0.75 mg each 8 hours during 9 days, hialuronidasa 50 iu, and urbason 32 mg per day during 9 days. Symptoms ongoing/ unresolved.